Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of an intraocular lens (iol) the some fine filaments appear on lenses on implantation through cartridges. They appeared to be plastic, and are on the rear surface of the optic, in line with the direction of implantation, the current thought is that a fine thread of plastic is shearing off the inside of the cartridge as the plunger passes through. They could also be inside the cartridge already and just get pushed out. Additional information was requested.

Manufacturer narrative:
Associated products were not provided. It is unknown if a qualified handpiece and viscoelastic were used. The lens was indicated to be non-company. Root cause: the product investigation could not identify a root cause for the reported complaint. No determination can be made without physical evaluation of the complaint sample. Per the instructions for use (IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is:(B)(4).